Manufacturer narrative:
An authorized field technician was dispatched to conduct a visual and functional evaluation of the stretcher at the customer's location. The stretcher was cycled both with and without weight and functioned as intended each time. There were observations of scuffs and scratches on the stretcher but nothing that would have contributed to the reported incident. The technician was able to talk to one of the medic operators from the incident and he stated his partner was considerably smaller than him and she was struggling to lift the stretcher into the ambulance. No repairs were required and the stretcher was returned to service.

Event description:
It was reported while loading a large patient into the ambulance, the stretcher allegedly became unbalanced and began tipping to the left. The stretcher continued to roll to the left and fell to the ground. Alleged injury to the patient was reported as pain and abrasion to left forearm and left foot. Medical intervention was required but details were not provided.

Event description:
It was reported while loading a large patient into the ambulance, the stretcher allegedly became unbalanced and began tipping to the left. The stretcher continued to roll to the left and fell to the ground. Alleged injury to the patient was reported as pain and abrasion to left forearm and left foot. Medical intervention was required but details were not provided.